Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 4 of 5 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient observed infection from 5 infusion set event from couple of months. The infusion set was in use for 1 day. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR 3003442380-2024-36623. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2024-36623), was submitted on 13-jan-2025. However, based on the investigation done on 19-jan-2026 and clinical review done on 06-feb-2026, it was found that the serious injury was not to related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.